Manufacturer narrative:
Section a2,a3, a4 and a5: unknown/ not provided. Section d6a: if implanted, give date: unknown/ not provided. Section d6b: if explanted, give date: unknown/ not provided. Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the lens was cracked. No further information was provided.

Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes. Section d-9: device date returned to manufacturer: nov 14,2024. Section h-3: device evaluated by manufacturer: yes. Device evaluation: visual inspection reveal the complaint handpiece was received with the plunger rod advanced. Viscoelastic reside was distributed through the length of the cartridge; the cartridge tip presented with stress marks that was in specification for a used device. The lens module was inspected revealing no damage or viscoelastic residue. Device assembly was inspected and presented with no issues. Plunger rod advancement was inspected revealing no issues. The lens was received covered in viscoelastic residue and stuck to the patient card. The lens was cleaned revealing damage to the optic body and edge of the lens. The complaint issue was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.